Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were evaluated in the field and the issue was confirmed; 1 device had worn components, 1 device bent components, and 1 device had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the brakes wouldn't hold and the brakes were difficult to engage/disengage. There was no patient involvement.